Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The complaint device was evaluated, and the reported event was confirmed. The evaluation identified the glenoid component central cage appears to have sheared off the glenoid body and subsequently worn a hole through the articular surface. Commonly associated with off-axis drilling of the peg holes during implantation and/or improper initial seating of the glenoid component. The end of the center cage appears slanted, consistent with wear of the component. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of fracture of the central cage and peripheral peg leading to the subsequent wear and cracking of the glenoid component. Other contributing factors to the event could have been the reported loss of range of motion and infection. The cause of the fracture cannot be conclusively determined but may be related to off-axis drilling of the peripheral peg holes during implantation and/or incomplete seating of the implant resulting in a rocking horse effect. However, loss of range of motion, infection, and the series of events could not be confirmed fand potential contributions of user or patient-related considerations to the event could not be assessed as radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-11 - equi, hum stem primary, press fit 11mm: (B)(6). 300-10-45 - equi replicator plate 4.5mm o/s: (B)(6). 300-20-02 - equi sq torque define screw drive kit: (B)(6). 310-01-47 - equi, hum head short, 47mm (beta): (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 71 yo male patient who had a right tsa, underwent a revision procedure. The shoulder was revised due to increased pain and reduced rom over the last 12 months. On x-ray there was evidence of lysis of both humeral and glenoid components. All implants were removed as infection could not be ruled out. Testing confirmed that all samples were negative except one - staph epi on enriched growth. Significant glenoid wear was noted, likely requiring a custom glenoid. The cuff was still in tact on the day of the revision. A cement spacer is now insitu. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. . No x-rays were provided. The explanted devices are available for return. Device images were provided. No further information.this is 1 of 2 reports for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:h6, h11. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.